Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. Log file analysis revealed several intermittent decreases in estimated flows within the analyzed period and one hundred low flow alarms have been logged since on (B)(6) 2022; no other alarms were logged in the alarm log file within the analyzed period. Log file analysis also revealed two controller power up events with associated pump start events logged on (B)(6) 2021 at 06:14:29 and on (B)(6) 2022 at 06:07:04. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the first power up event were not available. Of note, review of the event log file revealed one event point recorded on (B)(6) 2021 after 06:14:29 with the date/time stamp on (B)(6) 1999 at 00:00:00. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 65% relative state of charge (rsoc) and a power adapter was connected to power port two . The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two . No anomalies were observed leading up to the loss of power on (B)(6) 2022. The controller was without power for seven and twelve seconds, respectively. A controller loss of power event will result in the pump stopping. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "all red all over" event. As a result, the reported low flows, real time clock error, loss of power, "red all over", and no power alarm events were confirmed. The reported poor mechanical connection and no sound events could not be confirmed due to insufficient evidence. Further investigation using a representative sample revealed that the reported real time clock error event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the data log file. Based on the available information, the most likely root cause of the reported real time clock error event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported no sound event may be attributed to, but not limited to, an obstruction of the gore-tex membrane and/or a faulty speaker. A possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to a marginal connection between the controller and battery and/or connector damage. The most likely root cause of the loss of power logged on (B)(6) 2022 can be attributed to the reported marginal connection on the one attached power source, as described in the event details. A possible root cause of the remaining loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Information provided by the site indicated that the patient was infected with covid and dehydrated. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6); h3: yes; h6: img code(s): gxxxxx h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 ,c23 h6: FDA conclusion code(s): d02, d11, d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: (B)(6). Model #: 1420/ catalog #: 1420 / expiration date: 28-feb-2020/ serial #:(B)(4). UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2021. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with low flows and an unexpected loss of power. The patient reported seeing "all red all over" on ventricular assist device (vad) display denying hearing any alarms however a no power alarm was captured. The patient had a double disconnect during a power change in the morning, since the battery was not secured when the second one was disconnected. The controller also exhibited real time clock error. The patient currently has covid and is dehydrated. The vad remains in use. No further patient complications have been reported as a result of this event.